Event description:
It was reported that the deep brain stimulation (dbs) patient experienced premature battery depletion of the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced premature battery depletion of the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed and the reported event of the ipg reaching the end of life was confirmed. The ipg was received at the end of service (eos) state. The data log analysis indicated that the ipg reached end of service 1 year, 1 month, and 1.9 days following the initial active programming. The average energy use index (eui) recorded was 23.5, corresponding to an estimated theoretical battery lifespan of 1 year, 3 months, and 29.7 days. This indicates that the battery lifespan fell within the projected range. Additionally, the ipg displayed typical features during the visual and functional inspection. A product labeling review was conducted. This review determined when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. When the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation not being available soon. The stimulator must be replaced to continue receiving stimulation. The longevity of the non-rechargeable stimulator battery depends on the following factors programmed parameters, system impedance, hours per day of stimulation, and changes to stimulation made by the patient and are known risk with the use of dbs.